Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away. The cause of death was acute hypoxic respiratory failure and hypodensities of the left cerebellum, occipital lobe and right frontal region. Additional information stated that patient reported covid positive 6 days prior to the event. The death was not considered device related. The device operated as expected.

Manufacturer narrative:
H6: health effect code unavailable for intercranial hypodensities. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.